Manufacturer narrative:
B5: correction - there was unknown patient involvement. B6, b7, d3, g2, h2, h5, h8: correction. D9: 27-jun-2025. H3: one communication module was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Functional testing was performed, and the communication module was tested with a known good cadd device. The device operated normally, and no issues were identified. As the reported issue could not be duplicated, the cause of the issue could not be determined. No action was taken. The item is a purchased finished good, and the device history and lot history is with the supplier. Therefore, a manufacturing batch review could not be performed.

Manufacturer narrative:
B3: unknown; no information has been provided to date. D4 - lot #: possible lot 12798149. E1 - initial reporter phone: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the screen displayed a red error message 41786 along with continuous alarms. Trouble shooting was performed, but the same error code kept appearing. There was no patient involvement.